Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the multiple absorbable suture line with coating was fractured and had lack of tension, which caused uterine incision bleeding. The bleeding was about 400ml. Intraoperative, the bleeding was about 350ml, and the fluid infusion was 800ml. They immediately replaced the suture to suture the hemostasis. The vital signs of the puerperal were stable. They used the operation bag together.